Event description:
It was reported that the tourniquet is leaking air during a procedure at the user facility. The procedure was completed successfully; no medical intervention or adverse consequences were reported. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the tourniquet is leaking air during a procedure at the user facility. The procedure was completed successfully; no medical intervention or adverse consequences were reported. Attempts are being made to obtain additional information from the user facility.